Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged drive/motor anomaly, failed battery test, unresponsive keypad, rewind anomaly, prime/fill anomaly, and damaged battery compartment found on 10/06/2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons function properly. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pimp downloaded history on 10/05/2020 at0 2:41:41.000. Device passed the keypad voltage test. No motor or rewind anomalies noted during testing or in pump downloaded history. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked corner of belt clip rails (across battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rails (across battery tube) and cracked battery tube threads was noted. Drive/motor anomaly, failed battery test, unresponsive keypad, rewind anomaly, and prime/fill anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump up arrow had to pressed harder to respond. It was reported that insulin pump was unresponsive to brand new batteries. Insulin pump rewind had slow down and had louder noise when priming. Customer reported that there was crack on the back of the pump starting on battery clip on the left side and goes down on an angle. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.